Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchro seal instrument was analyzed and found to have the grip pulley dislodged from dowel pin at the back end. As a result, the grip cable became loose causing the jaws to not open. Root cause attributed to component susceptibility to damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to dislodged pulley.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the synchro seal instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaw of the synchro seal instrument malfunctioned. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the synchro seal worked initially, but the jaw did not open while the surgeon was attempting to use it. The instrument was uninstalled, and the instrument was tested several times, but the issue persisted. There was no risk or harm to the patient, and the issue was resolved with a backup synchro seal instrument to complete the procedure safely. There are no photos and/or videos of this event available for isi review.